Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 54 mg/dl. Customer did not state how they treated for the low reading. The auto mode feature was inactive at the time of the incident. The customer declined to troubleshooting for the low blood glucose incident because they know that they have not been able to regulate the blood glucose levels as they did not use the continuous glucose monitoring system. The customer also reported that the transmitter was not connecting with the insulin pump. The insulin pump will not be returned for analysis.